Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl, 200 mg/dl and 300 mg/dl last week using the reservoirs. The customer had a steroid shot last saturday. The customer had symptoms such as feeling thirsty, lethargic and tired. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with removing the reservoir and rewinding the pump. The customer stated that insulin did exit the tubing. The customer was advised to call back and troubleshot with tubing clamp.